Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, at the first firing during a sigmoidectomy procedure, the reload was set to the handle, and opening and closing check was performed. The device was fired, but the handle could not be squeezed. The handle was removed from the tissue and was taken out from the patient. A new reload was opened and set with the same handle, and firing was able to be performed. It was also noted that the proximal part of the first reload which had an issue came out. The event occurred during the procedure but the product was not used for patient. The surgical time was extended by less than 30 minutes.